Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that twenty minutes after the implant procedure during a system review, high pacing impedance measurements (>3000 ohms) were observed in both unipolar and bipolar sensing configurations. Loss of capture and noisy signals were also noted. Diagnostic imaging was performed which confirmed correct device pin connection. The pocket was also re-opened and the physician manually attempted to tighten the screws. However, when this device was reconnected to the leads, the high pacing impedance measurements remained. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. It is unknown at this time if the device will be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed and all ports measured as expected. Additionally, the header was confirmed to be firmly affixed to the device case. The device was subjected to functional testing and a connection issue was identified. Detailed analysis determined the root cause of the high impedance measurements and connection issue identified in the laboratory was an intermittent connection issue on one of the electrical modules.

Event description:
It was reported that twenty minutes after the implant procedure during a system review, high pacing impedance measurements (>3000 ohms) were observed in both unipolar and bipolar sensing configurations. Loss of capture and noisy signals were also noted. Diagnostic imaging was performed which confirmed correct device pin connection. The pocket was also re-opened and the physician manually attempted to tighten the screws. However, when this device was reconnected to the leads, the high pacing impedance measurements remained. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.